Manufacturer narrative:
Correction and additional information: user medwatch report number linked in section h10, block b5 (describe event or problem), and block d4 (upn and lot number). Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak. Block h10 medwatch report#: 0800040000-2025-8054 block h11: correction to block b5 (describe event or problem). Correction to block d4 (upn and lot number). Correction to block h10 (related report number).

Event description:
Note: this report pertains to one of five devices used on the same date. Refer to manufacturer reports # 3005099803-2025-06405, 3005099803-2025-06408, 3005099803-2025-06411, and 3005099803-2025-06412 for the associated device information. It was reported to boston scientific corporation that orca air/water valves were used during procedures on an unknown date during (B)(6) 2025. Five a/w valves were reported to be defective. Leakage occurred whenever the users finger was not covering the valve. This occurred when the scope was idle before the procedure, when neither insufflation nor lens irrigation was being performed, and after the scope was withdrawn. The procedures were completed using another of the same device. There were no patient complications reported as a result of these events. Additional information was received on december 04, 2025. Note: this report pertains to one of four devices used on the same date.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.

Event description:
Note: this report pertains to one of five devices used on the same date. Refer to manufacturer reports # 3005099803-2025-06405, 3005099803-2025-06408, 3005099803-2025-06411, and 3005099803-2025-06412 for the associated device information. It was reported to boston scientific corporation that orca air/water valves were used during procedures on an unknown date during (B)(6) 2025. Five a/w valves were reported to be defective. Leakage occurred whenever the users finger was not covering the valve. This occurred when the scope was idle before the procedure, when neither insufflation nor lens irrigation was being performed, and after the scope was withdrawn. The procedures were completed using another of the same device. There were no patient complications reported as a result of these events.